Event description:
Meter was reading inaccurately erratic. The patient obtained three results on their meter within 10 minutes. The results were 120, 158, and 308 mg/dl. The variance of these readings is beyond acceptable limits. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient had control solution, but was unable to perform a control solution test. The patient reported that the meter would not power on. The power issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. The meter is being replaced for the patient.